Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6)2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the bumper from the main tube fell on the patient during an operation. There were no injuries, nor did the part fall near the wound, so there was only a short delay in the operation to put the part away. We decided to report the issue based on the potential as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The correction of b2 outcomes attributed to adverse event # deems required. In the initial report, the field was filled in by mistake. Previous b2 outcomes attributed to adverse event # other serious or important medical events. Corrected b2 outcomes attributed to adverse event # blank. Getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the bumper from the main tube fell on the patient during an operation. There were no injuries, nor did the part fall near the wound, so there was only a short delay in the operation to put the part away. We decided to report the issue based on the potential as any parts falling off into sterile field or during procedure may cause contamination or serious injury. According to the information provided by getinge technician the issue was solved, the impact protection was reassembled and secured with screws based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification as detachment of the bumper could be treated as technical deficiency and in this way the device contributed to the event. Provided information indicate that upon the event occurrence, the device was being used for patient treatment. When reviewing reportable events for this type of issue we were able to establish that the received incidents are occurring at a very low ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. According to the subject matter expert¿s analysis, the fall of the bumper is due to repeated collisions or a partial repositioning. Tests performed show that the bumper can fall after several violent collisions with the cupolas especially for the single fork configurations (low ceiling height rooms). This corresponds to an abnormal use. Maquet sas modified the bumper to make it harder and thus increase its tightening onto the suspension arm by reducing its elasticity. However, in specific cases, especially when the ceiling is lower (as for single fork configuration) it can happen that a cupola light hits the bumper during manipulation with a specific angle. For this reason maquet sas recommends to secure the bumpers with screws as specified in the technical manual for every single fork configuration. To prevent any similar incident maquet sas recommends: ¿ to avoid collision. ¿ to check the correct positioning of the cover after maintenance or cleaning. ¿ to secure the bumpers with screws. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).